Manufacturer narrative:
The device was received (at oekg germany) for evaluation. The evaluation of the device noted the transducer was defective as no activation could be detected. The evaluation determined the likely cause of the damage of the device was the result of wrong usage (or handling) of the device. The device will not be returned for further investigation of the reported "displays error and check probe" a review of the device history records suggests the unit met all final release criteria and passed all visual, electrical and functional testing prior to shipment. An investigation was completed; there was no manufacturing, material or processing related cause for this failure mode. Based on the evaluation of the device, the root cause has been determined to be attributed to "wrong usage (or handling) of the device". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was received (at (B)(6) for evaluation. The preliminary evaluation of the device noted the transducer was defective as no activation could be detected. The device is non-serviceable and is expected to be returned to the manufacturer for further investigation. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The manufacturer was informed that during initial set-up, the shockpulse lithotripsy transducer was not working as it displayed an error and to check the probe. There was no patient injury reported.